Event description:
It was reported the patient experienced an infection and almost died. The patient was seeking a physician to manage her care. The pump was delivering fentanyl.

Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient still had concerns regarding the device or therapy but was working with the doctor or manufacturer representative. The patient had an appointment date of (B)(6) 2013.